Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: bilateral lash with salpingectomy. Event description: information received by an applied medical representative, via patient complaint form, on 07jan2026: [translation] during a bilateral salpingectomy on (B)(6) 2025, the following situation occurred: when inserting the morcellator to remove the specimen, the morcellator spike touched the umbilical trocar through which the laparoscope was inserted. (A.e. Due to a material defect) the plastic broke intraoperatively, causing a small defect in the trocar. Additional information received by an applied medical representative, via email, on 16jan2026: no additional information besides product is returning. Patient status: no patient injury nor illness reported.